Event description:
The user facility reported that upon inserting the impella cp pump successfully in a a patient, it was recognized that the staff had never progressed past the start up screen to initiate the purge sequence. The pump was removed and replaced as a result of the issue. There was no noted patient harm.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of priming issue has been completed. No product was returned. The log review showed initial pump connection. There were no purge-related alarms in the logs. Data log review showed purge pressure at 0 while placement signal showed the pump had been inserted in the patient, meaning that the pump had been placed before priming the pump. The clinical details say staff never progressed past start up screen to initiate purge sequence. The root cause of the priming issue was most likely use-related since clinical details say that the pump was inserted before progressing to the purge steps on the screen, which was confirmed with data logs.